Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the physicians assistant thought the reservoir alarm volume was down to 1ml and the patient should have been hearing the pump alarm. The physician's assistant thought there was something wrong with the pump. The patient's last refill was on (B)(6) 2017. On (B)(6) 2017 the patient contacted the clinic and an alarm test was done. The alarm was heard during the alarm test. It was stated the patient was older and more than likely had hearing issues. On (B)(6) 2017 it was reported that 2ml was the low reservoir alarm volume. The actual volume of the pump was 1ml and the expected volume was 2ml. No symptoms were reported. There was no low reservoir alarm that had been activated via the event logs so an audible alarm should not have occurred. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient was in for a refill and was late getting in. It was reported the pump showed a low reservoir alarm occurred. The patient stated they could not hear the alarm at home. An alarm test was done and the hcp and patient heard the alarm. The hcp was concerned that the patient didn't hear the alarm at home. No symptoms were reported. No further complications were anticipated/reported.